Event description:
A malfunction alarm with code malf 12 was reported, and the customer experienced a battery charging issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump and provided guidance on managing the issue, although the malfunction code recurrence after resetting was not specified.